Manufacturer narrative:
(B)(4).

Event description:
The dentist reported, the non osseointegration of one dental implant cm titamax implant 4.3x8 mm, but did not provide any other information about the case.